Event description:
It was reported that, when calibrating the navio handpiece during a navio assisted tka surgery, there were several error messages stating ¿cannot recognize handpiece". After trouble shooting, the handpiece was calibrated. The case continued through planning, made anterior femoral burr holes, tried to advance to make the tibial burr holes and the navio froze. When returning to the planning screen, the button were greyed out and could not click on them. After rebooting the navio, the handpiece could not be calibrated. Procedure was resumed, after a non-significant delay, by changing to manual procedure. No patient complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6. Per complaint details from the us, it was reported that when calibrating the navio handpiece during a navio assisted tka surgery, there were several error messages stating ¿cannot recognize handpiece". After troubleshooting, the handpiece was calibrated. The case continued through planning, made anterior femoral burr holes, tried to advance to make the tibial burr holes and the navio froze. After rebooting the navio, the handpiece could not be calibrated. Procedure was resumed, after a non-significant delay, by changing to manual procedure. No patient complications reported. The navio handpiece, pfsr110137, sn001294, used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The handpiece lost communication during the test while flexing the cable at the handpiece end. The most likely cause of this event is an electrical failure within handpiece cable. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The navio surgical technique guide for knee arthroplasty provides guidelines for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.